Manufacturer narrative:
Device evaluation: the ams 700 momentary squeeze (ms) pump was visually inspected; no leaks were found. The pump was functionally tested; the pump failed deflation test and activation test. Therefore product analysis confirmed the reported events.

Event description:
It was reported that the patient visited the hospital to have the physician check the device because the pump had not been working since march 2020. The reason of malfunction is the dimple situation of the pump. The operation was performed by exposing the pump out of the body and tested again. It was not working even when done according to the manual. It was decided to replace it as a whole. After removing all the cylinders, reservoir, an re-measurement of cylinder length and securing reservoir space, the physician replaced it with a new product, confirmed that there was no abnormality after testing and finished the procedure. The event resolved.

Event description:
It was reported that the patient visited the hospital to have the physician check the device because the pump had not been working since (B)(6) 2020. The reason of malfunction is the dimple situation of the pump. The operation was performed by exposing the pump out of the body and tested again. It was not working even when done according to the manual. It was decided to replace it as a whole. After removing all the cylinders, reservoir, an re-measurement of cylinder length and securing reservoir space, the physician replaced it with a new product, confirmed that there was no abnormality after testing and finished the procedure. The event resolved.